Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an inpatient had their pacemaker interrogated for a routine follow up. Upon interrogation it was observed that the right ventricular (rv) lead had multiple episodes of lead noise. The patient was asymptomatic. Programming changes were made. Their were no patient consequences throughout.